Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off at night causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl with ketones of 2.8. The pod was worn between 37 and 48 hours on the leg. It was noted that the pod fell off at night causing the cannula to dislodge from the site. Symptoms reported include headache, nausea, and vomiting. The patient called their doctor and was advised to drink a lot of water and inject 6 units of insulin via pen. Hyperglycemia treated with a new pod.